Manufacturer narrative:
(B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance and improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the small battery drive device was broken. During in-house engineering evaluation it was observed that the device electronic control unit was damaged and had a voltage output in off mode, the cover plate came off, the holding flange was damaged, and an unknown liquid was found on internal components. It was also noted that the device failed pre-repair diagnostic tests for power with test bench, and cannulation. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.